Manufacturer narrative:
Device is not being returned for eval. (B) (4).

Event description:
Edema was noticed on the pt's skin surface side where probe was used. Elbow never came in contact with metal operating table. It became more like a burn of about 2.5 cm and the wound was sutured. Device was discarded at the customer's facility.